Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For this procedure being reported (ob-gyn) could you please provide the following information: what tissue was being approximated or sutured when it broke? Lot number? Could you please confirm the device's availability for return? If it's available, please provide the device return status/follow up. It is reported that issue occurred in 'several times'. Please provide names and dates of ¿multiple¿ procedures? Were these previously reported to ethicon? If yes, can you provide a product complaint number. If not previously reported, please provide. Procedure date. Product code. Lot number. Quantity involved in each procedure. Event description stating when each involved device had a suture breakage issue in the procedure. Were there any adverse patient consequences. Additional information was requested and the following was obtained: tissue approximated: skin of vulva (perineum) in classical repair procedure (gyn). Lot number: brrm 78413. The affected devices are not available. The procedures occurred in (B)(6) 2021, specific dates are not available. A surgeon reported that the suture broke in the case and tissue mentioned above and stated that it occurred several times before as well but further details were not available. It also happened in (B)(6) in gyn cases, same code and same lot number. The product was not returned to ethicon inc for evaluation. Visual inspection was conducted on the picture received. Visual analysis of the picture received determined that one labeled winding former of product code w9440 could be observed. The suture could not be observed in the picture. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that a patient underwent an ob-gyn procedure (B)(6) 2021 and suture was used. During the procedure, the suture broke during skin closure with several surgeons, they had to open new ampoules and shifted to another suture code. No adverse patient consequences were reported. Additional information was requested.